Event description:
It was reported that the tasp fractured upon insertion by the surgeon during a knee arthroplasty. Pieces were removed from the patient and discarded by the hospital.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of initial follow up. Visual examination was not conducted as the product was not returned. No device history record & receiving inspection report review can be conducted as lot number is unknown. This device is used for treatment. No devices were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Hospital discarded as biohazard.